Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the remote home monitoring system issued an alert for high out of range shock impedance measurement for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that the rv lead was a single coil lead and did have a tendency for high shock impedance measurements. No x-ray was taken at this time and the electrophysiologist has opted to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received and indicated that the patient was not yet seen in the clinic and is scheduled for a device check-up after a couple of months. The system remains in service. No adverse patient effects were reported.